Event description:
Revision surgery of an acetabular cup occurred in a case in another country reportedly due to "breakage of cup induced by loosening". According to the initial report from another country. "Eight years ago, the pt received primary surgery. At elapsed 7 years after the surgery, the dr found migration of the liner. And the pt received a revision surgery in 2007". Additional detail is not available at this time.